Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of this complaint it was discovered that the "damaged battery" is already being addressed in report number 6000001-2011-17188.

Event description:
The facility representative reported a colleague infusion pump with battery damaged. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.